Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a notification to replace supplies. Tandem technical support was unable to confirm what message or alarm was received on the pump. Reportedly, the pump supplies were changed to address the issue. There was no impact to customer¿s blood glucose.